Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient was hospitalized for hyperglycemia, which was a result of cgm inaccuracies. Some examples of the patients bg meter readings were 184 mg/dl 146 mg/dl, and 315 mg/dl while the cgm was reading 400 mg/dl or high mg/dl. Another comparison was the bg meter reading 148 mg/dl while he cgm was reading 368 mg/dl. It was not specified when these bg/cgm comparison values were taken (prior to or during the patient¿s hospitalization) and if any medication or treatment was provided to the patient. No patient symptoms were reported. The reporter refused to provide dexcom with any further event details. Attempts to reach the patient/reporter at another time for further event clarification were unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator for when the patient was hyperglycemic. Only example values were provided. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.